Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One 7fr ik sheath, dilator, and packaging were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. The dilator tip is deformed (see attached photos). The sheath is separated at the sheath hub (see attached photos). There is a sticky substance present on the dilator and sheath hub. The sheath hub was x-rayed to check the caulking pin placement. Upon x-ray analysis, the caulking pin is slightly dislodged. The valve is damaged. One 7fr ik sheath, dilator, and packaging were returned for assessment and the sheath is separated at the sheath hub. The complaint can be confirmed for sheath hub separation. The exact root cause cannot be determined. It is likely the sheath was inserted into a bile duct to perform the procedure and due to the increased resistance separated the sheath hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: head of vascular radiology department. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: during a biliary drainage procedure, an incident occurred with the femoral introducer that had been used, as the valve sheath became detached. The patient did not experience any serious complications related to the material. There was no patient injury. Additional information was received on 19 jan 2026: the detached introducer component remained inside the patient and was resolved by using a mosquito clamp, ultimately extracting the component from the patient. Additional information was received on 28 jan 2026: the introducer sheath was the component that broke inside the patient.